Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos) and competitive atrial pacing. Programming changes were recommended but not yet completed. No patient consequences were reported.